Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
Customer reported - bone loss -screw fracture.

Manufacturer narrative:
This is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code - 2377 and 1932 health effect - impact code - 4621 medical device problem code - 2408 the correct codes for this complaint are: health effect - impact code - 4627 medical device problem code - 1260 this is a follow up report to correct these/this code(s).